Manufacturer narrative:
Foam tip plunger lot number search; injector lot number search. Results - a foam tip plunger lot number search was performed and two similar complaints were found. An injector lot number search was performed and two similar complaints were found, conclusion - based on the complaint history and the lot number searches, the root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated the trailing haptic of an eyeonics lens was torn upon insertion. This is the second of two lenses used for this pt, see MFR report# 2023826-2007-01914. A different style lens was implanted and sutures were required to close the incision. The reporter stated the likely cause of the iol damage was due to the foam tip plunger.